Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received states the lead exhibited loss of capture because the lead was no longer attached to the myocardial wall. The patient condition was stable after the replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic, loss of capture was observed on the lead. The lead was capped and replaced. No further information is available.